Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that a compromised force sensor system alarm occurred on the insulin pump during the fill tubing process. The customer¿s blood glucose level was unknown. There was no indication that the alarm was cleared. The device will not be returned for analysis.